Manufacturer narrative:
Zimmer biomet complaint number (B)(4) the following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h10: additional narrative one 3i t3® non-platform switched parallel walled implant 3.25 x 10mm (boss310) and one certain® 3.4mm(d) driver tip - long (impdtl) were returned for investigation. Visual evaluation of the as returned devices identified no apparent signs of malfunction. Functional testing was performed using the returned driver and implant, and the devices disengaged normally. Device history record (DHR) review was completed for the subject lot number (2019051197). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Complaint history review was completed for the subject lot number (2019051197) for does not disengage/release category through the manufacturer internal system and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reported that driver tip cannot be disengaged from implant.